Event description:
On 23-dec-2025, it was reported by a sales representative via (B)(4) that an ar-4068-90 suturelasso tip broke off during use. This was discovered during a shoulder bankart repair procedure with no patient harm. The broken fragment was retrieved from patient, and the case was finished successfully.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on photographic evidence of an ar-4068-90, batch 5084158492, with a fractured tip. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is user-related, such as prying or using excessive force to leverage the device.